Event description:
International complaint received from another country. Customer reports during patient use with lidocaine the male connector separated. Blood backed up but no treatment required and no injury. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow-up report will be submitted.the code reported by baxter was listed. This code is manufactured and is only distributed in another country. The medwatch was filed for the us code, which is the same as or similar.